Event description:
It was reported that on (B)(6) 2014 the physician implanted a gore® viatorr® tips endoprosthesis. Due to excessive thrombosis, thrombolysis was performed on the device. On (B)(6) 2014 a re-intervention was performed to reline the device that was already in place. Another viatorr device was advanced and deployed successfully.

Manufacturer narrative:
.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and the delivery system was discarded, so no engineering investigation could be performed.